Manufacturer narrative:
An event regarding revision due to pain and shell loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. No further investigation for this event is possible at this time. Further information such as return of device, primary/revision operative reports, clinical past medical history, dated serial x-rays are needed to investigate this event further. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Report of a hip revision due to painful left hip with aseptic loosening of cup. It was also noted that there was an acetabular deficiency at time of surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Report of a hip revision due to painful left hip with aseptic loosening of cup. It was also noted that there was an acetabular deficiency at time of surgery.